Event description:
Hospital contacted dexcom technical support on (B)(6) 2014 to report on behalf of the patient an out of range signal on (B)(6) 2014.hospital did not report any injury or medical intervention at the time of contact with dexcom technical support.